Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. (B)(4).

Event description:
The patient received an eri alert and presented in clinic. The device was explanted and replaced. The session records were sent to abbott for review and it was noted that the programmer may have overestimated the longevity of the device. The patient is in stable condition.